Manufacturer narrative:
(B)(4). The customer returned an 18ga introducer needle and an ars. Under microscopic examination, the needle hub had a large crack that extended 1cm down the side of the luer hub from the opening in the hub. There were also multiple other cracks in the hub. A review of the device history records (DHR) for the needle did not reveal any manufacturing related issues. The report of a cracked needle hub was confirmed by visual examination of the returned needle. Multiple cracks were observed in the needle hub. A DHR review did not reveal any manufacturing related issues. A CAPA was opened to address this issue. The CAPA failure investigation indicates that the probable cause is design related.

Event description:
The customer alleges that during insertion, the md noticed that the hub of the introducer needle was cracked. A new set was opened and the procedure was completed successfully.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that during insertion, the md noticed that the hub of the introducer needle was cracked. A new set was opened and the procedure was completed successfully.